Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The vascular access site was right femoral artery. Angiography showed a 70% stenosed, eccentric, de novo lesion located in the mildly calcified, ostium of the unprotected left main (lm) and the proximal left anterior descending artery (lad). It was also noted there was a significant bend in the lesion. The lesion was not pre-dilated. A non-bsc 6f ebu 3.5 guide catheter and a non-bsc 0.0014 guide wire were advanced to the lesion site. Next, the physician attempted to deploy a taxus liberte' 3.50x8mm stent in the ostium of the lm but during deployment (at 16atms) the stent came off the delivery balloon. The physician tried to find the stent but was not successful and thought the stent may have floated to the distal portion of the vessel. The stent remains in the pt. The procedure was completed with a non-bsc 3.50x18mm drug eluting stent which was deployed in the ostium of the lm. At the time of this report, there were no pt complications reported and the pt condition is "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.